Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0061 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "hospital advised patient attended site (B)(6) 2020 to have an extravasation of chemotherapy (oxaliplatin) from a PICC line. It resulted in swelling on the upper arm (likely 100 -200mls), pain and discomfort for the patient. The swelling was around upper arm near PICC exit site ¿ we removed the PICC line and we can see a split in the PICC line around the area where the extravasation has occurred."

Event description:
It was reported "hospital advised patient attended site (B)(6) 2020 to have an extravasation of chemotherapy (oxaliplatin) from a PICC line. It resulted in swelling on the upper arm (likely 100 -200mls), pain and discomfort for the patient. The swelling was around upper arm near PICC exit site ¿ we removed the PICC line and we can see a split in the PICC line around the area where the extravasation has occurred."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed. One 4fr single-lumen (s/l) powerpicc solo was returned for investigation. The catheter was trimmed at the 48cm depth mark. Evidence of use was observed on the sample. Residue was observed on the catheter and within the lumen. One semi-circumferential split was observed in the catheter tubing at the 8cm depth mark. A microscopic examination revealed a semi-circumferential crease in the tubing 4.5mm proximal to the split. A tactual investigation revealed that the catheter had the tendency to kink across the split and crease in the tubing. The wall thickness of the catheter was found to be within specification. The characteristics of the split indicate the tubing was placed in a location that was susceptible to bending. The kinking of the catheter most likely stressed the tubing to the point where the catheter material split open. The powerpicc instructions for use (IFU) indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. H3 other text : device not returned for evaluation.